Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing high blood glucose lately. The customer experienced blood glucose levels that were in the range of 30 mg/dl as well as 400 mg/dl. The customer would treat the high blood glucose with the insulin pump and with an insulin pen or syringe. The customer's current blood glucose level was 266 mg/dl. The customer had the symptom of nausea. Troubleshooting was performed for the insulin pump. The insulin pump passed the self-test. The customer declined to perform the no delivery test. The customer will monitor their blood glucose and treat as needed. The customer will call back if she has to. The device will not return for analysis.